Event description:
It was reported that the device was turned on prior to use and now the battery voltage is low. The device was never used for implant and there is no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found and no longevity calculation performed due to the device never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.